Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the explant of this pacemaker for normal battery depletion, the right ventricular lead became stuck in the header of the device and could not be removed. When the physician pulled on the ventricular lead the terminal pin separated, with the ring portion coming away from the tip portion. It was believed the issue was due to a stuck set screw. Multiple wrenches and techniques were used to try and loosen the setscrew, however none were successful. The physician then used a rotary cutting tool to cut away a sufficient section of the header such that he could access the lead. The physician was then able to successfully push the lead out of the header. The lead was determined to be electrically functional with a pacing system analyzer, therefore medical adhesive was used to repair the terminal pin, and the lead is currently being used with the replacement pacemaker. This pacemaker was then explanted without further incident. No adverse patient effects were reported.